Event description:
The resolution 360 clip was attempted to be used on a polypectomy site. This clip (inside patient colon) would not deploy and would not close for removal. Clip device was removed with all parts intact. No harm to patient. Resolution 360 clip from boston scientific. Lot: 3 34548680. Exp: 7/31/2027.